Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a frayed guidewire is confirmed but the exact cause is unknown. One 20 cm niagara catheter, one introducer needle, one guidewire, and two dilators were returned for investigation. The guidewire coils were observed to be elongated. The core wire was broken. The distal weld tip was still attached. Microscopic observation revealed no apparent damage to the needle bevel from the introducer needle. A non-complainant guidewire was passed through the introducer needle and was found to be occluded with biological material. Water was used to soften and remove the occlusion source. The outer diameter of the guidewire was measured and found to be within specification. The complaint of a frayed guidewire is confirmed but the exact cause of the damage or resistance felt remains unknown. Potential causes of the observed damage includes pulling the guidewire against the sharpened edge of the needle bevel, which can cause shearing damage of the wire and/or cause the wire to become stuck within the needle. A lot history review (lhr) of rebz0027 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire gets stuck in the needle when it gets about 2-3 cm inside and it cannot pass through it as it should. A new device was used. There was no reported patient injury.